Event description:
The issue occurred during preparation for use for a diagnostic gastroscope. No delay was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, since the phenomenon was not reproduced at inspection, and no other failure was confirmed, the cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source blurry image when connecting to 290 scope. The issue occurred during preparation for use for a gastroscope. The facility finished the procedure with replacement device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.